Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiac surgery, lausanne university hospital, university of lausanne, lausanne, switzerland. Ergotherapy unit, lausanne university hospital and university of lausanne, switzerland. Iafrate, m., aviolat, l., marques, f. M. V., soumille, v., & kirsch, m. (2024). Heartmate iii autonomy assistant in a hemiplegic left ventricular assist device patient: a case report. Asaio journal. Https://doi.org/10.1097/mat.0000000000002342. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿heartmate iii autonomy assistant in a hemiplegic left ventricular assist device patient: a case report¿ that the heartmate 3 (hm3) may be associated with stroke. A 44-year-old male patient diagnosed with trinocular ischemic heart disease and a reduced ejection fraction of 15%. This condition necessitated a double coronary artery bypass graft and a left ventricular assist device (lvad) implantation while awaiting cardiac transplantation. Unfortunately, during the surgical procedure, the patient experienced a cerebrovascular accident (cva) resulting in left motor hemisyndrome with preserved sensation, attributed to occlusion of the right posterior cerebral artery. This posed challenges to the patient¿s safe and independent management of the lvad¿s power source changes. The heart mate autonomy assistance (haa) system aims to enhance the independence of lvad patients with motor impairments.

Manufacturer narrative:
H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.